Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to loose/protruded drive support disk. It was unable to perform occlusion, prime and excessive no delivery test due to alarms. Unit received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched display window, broken belt clip slot and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the drive support cap is loose. Customer's blood glucose at time of incident was 250 mg/dl.